Event description:
During the coronary artery bypass graft surgery, the seal was not hemostatic. Since the bleeding was excessive, the surgeon decided to remove the seal and apply a side biter clamp to complete the anastomosis. No add'l pt complications were reported.